Manufacturer narrative:
Citation: x. Lv, c. Jiang,y. Li, z.wu. A promising adjuvant to detachable coils for cavernous packing: onyx. Interventional neurorad iology 15: 145-152, 2009. The purpose of this study was to retrospectively review the experience of using 2 different modalities: coils or combination of coils and onyx to treat cavernous dural arteriovenous fistulae (cdavf). This study reviewed the 2 modalities to treat cdavfs of barrow type d, which is supplied by meningeal branches from both external and internal carotid arteries, treatment with special interest to their techniques. There were nine women and nine men; median age 41.9 years (range 11 to 69 years). However, in the patients treated with onyx, the mean age was 52.5 (range 36-69 years) and 6 out of 7 were males. Excellent outcome was achieved in 100% of the procedures performed with onyx. The authors conclude that results associated with both modalities of cdavfs treatment with clinical outcome show that transvenous embolization with onyx is a safe alternative to detachable coils in the treatment of cdavfs. The onyx was not returned for analysis as these events were discovered via literature review; therefore, product analysis of the onyx device was not able to be performed. There is no evidence suggesting the onyx was defective. The cause of the reported events cannot be reliably determined, however, based on the information on these cases, review of the article, the likely cause of the reported events are related the nature of the cdavfs and the embolization procedure. Additional information has been requested, however, the information remains unknown. Should it become available a supplemental report will be submitted.

Event description:
Medtronic received information through literature review that of 7 patients treated with a combination of detachable coils and onyx, two developed reflexive bradyarrhythmia during dmso injection with no morbidity. The bradyarrhythmia was treated with atropine to extinguish the arrhythmia effectively. The patients were receiving treatment for barrow type d cavernous dural arteriovenous fistula (davf).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.